Event description:
The patient was implanted with a left ventricular assist device. Approximately 6 months post-implant, the patient was at home and returned to the hospital due to not feeling well. Exams showed renal failure, high bilirubin and hemolytic anemia. An abdominal echo revealed signs of right heart failure (rhf). A transesophageal echocardiogram (tee) revealed no thrombus and a slightly dilated left ventricle (lv). Pump parameters were normal; however, thrombolysis (tpa) was initiated two days later and again approximately 1 week later (this was due to an ischemic stroke) and the patient began to recover. Four days later, the patient expired due to a cerebral stroke (ischemic followed by hemorrhagic stroke).

Manufacturer narrative:
The patient expired on (B)(6) 2012. The device was returned to the manufacturer for analysis and is currently in process. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.